Event description:
New information received notes that the source of the infection was unknown. There was no allegation that the ICD system or procedure led to the infection.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the system was explanted due to sepsis. Patient was fine and recovering.